Manufacturer narrative:
The complaint is confirmed, device activation upon connection with the generator. Device activated as soon as it was connected to the esg400. Removed blue coag button from handle, the left dome switch was found to be collapsed which completes the electrical connection which activates the device. The dome does not spring back, the right side dome is functional, can be depressed and it springs back. The domes were removed from the flex circuit, the left dome was re-set and then pressure was applied it easily collapsed and stayed collapsed, the right dome was tested in an attempt to collapsed it, only after much direct pressure applied to it with a screw drive which made it deformed was it then collapsed. The DHR was reviewed and the lot passed all qc tests.

Event description:
It was reported that prior to surgery, the device started to coagulate without the pedal being activated.